Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified coronary artery. A 10/3.50 flextome cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured at 12atm during the first inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.